Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced issues with their endoscope flipping orientation. The customer had already replaced endoscopes, but the issue persisted. This record captures the issue with the second endoscope. Initial troubleshooting involved a recommendation to verify if the reprocessing clamp was latched and closed. The clinical sales representative was advised to have the customer call in for further troubleshooting if the issue continued. No known impact or patient consequence was reported.